Event description:
IV fentanyl vial due to be changed, vial noted to be 1/2 full. Pump reading of 22.5ml/hr was not being delivered. Pump never alarmed signifying upstream occlusion. Patient was receiving dose at half the pump's stated rate. IV pump taken out of service and new pump put in its place.